Event description:
Pt had a percutaneous sheath inducer in place on the right side through which a swan line was placed. The swan line was discontinued. The self-sealing mechanism failed. The pt developed an air embolism, requiring ventilator support. The pt is now off of the ventilator.